Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery depleted to 5% rapidly. Reportedly, the customer believed the depletion was due to the pump being connected to a power source via portable battery charger. The customer's blood glucose was 200-250 (mg/dl). Reportedly, the pump had charged to 100% at the time of the report and the customer would continue to use the pump for insulin therapy.